Manufacturer narrative:
The pump was received with no blank display due to broken solder joint on interface board. Analysis was unable to perform rewind and basic occlusion, occlusion, prime,, the excessive no delivery and displacement test due to blank display. The pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 300 mg/dl. The customer states they did not receive any alarm while they were napping, and woke up with high blood glucose. The customer states they have changed the batteries, but the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.